Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: a pin hole in video cable and leak from switch. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, failed leak test.